Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a video-assisted thoracoscopic lobectomy, while being applied at the lung tissue, the stapler was unable to fire and the surgeon was unable to squeeze the handle. The jaws of the device had also locked on tissue. They pulled back on the lack knobs to open and remove it. They changed to another reload to complete the case. An additional operation will be performed to correct the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a video-assisted thoracoscopic lobectomy, while being applied at the lung tissue, the stapler was unable to fire and the surgeon was unable to squeeze the handle. The jaws of the device had also locked on tissue. They pulled back on the lack knobs to open and remove it. They changed to another reload to complete the case.